Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a visit to the emergency room due to discomfort from an episode of phrenic nerve stimulation (pns), the right ventricular (rv) lead was noted as dislodged. The rv lead was repositioned to resolve the event and the patient was in stable condition.